Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 20mm in length target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left anterior descending artery. A 2.75x20mm promus element drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.